Event description:
Not reportable: upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, h2, h3, h4, h6. Reported event was confirmed by visual evaluation of product/photographs. Device history record (DHR) was reviewed and no discrepancies were found. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. Visual inspection confirmed white debris within the sterile packaging. The insert has been damaged such that particles have become detached and float freely within the sterile packaging. The blister seal remains intact. The outer packaging is roughened through handling but no notable damage was observed. Evaluation of the returned product/photographs provided confirmed there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The device evaluation found no malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event. Not reportable: upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020 -01949 ,0001825034-2020 -01951, 0001825034-2020 -01952, 0001825034-2020 -01953, 0001825034-2020 -01954.

Event description:
It has been reported that during an investigation of circulated items , devices were identified as having debris in their sterile packages. No patients were involved. No additional information is available.